Manufacturer narrative:
(B)(6). Internal complaint reference case-(B)(4).

Event description:
It was reported that, during surgery using fast-fix 360 curved ndl delivery sys, the second anchor pulled out. The malfunction was solved with no delays or patient harm using a back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the depth indicator had been adjusted. There was a slight bend in the device shaft and some debris at the needle. Both anchors had been deployed. T1 was significantly deformed, indicating that it may have been pulled through the meniscus, and t2 had some deformation as well. The slip knot had been fully tightened against t2. A functional evaluation could not be performed in full since both anchors had been deployed. The device actuator was stiff at first due to debris, but it cycled as expected. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: read these instructions completely prior to use. Prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. If too much resistance is encountered advancing the knot, use the smith & nephew knot pusher/suture cutter. A clinical investigation found that since both t1 and t2 were returned, there was nothing left in-situ and the malfunction resolved with no delays or patient harm using a backup device. Therefore, no further clinical/medical assessment was warranted. Should any additional relevant medical information be provided, this complaint would be re-assessed. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force in tightening the suture or knot, misuse of knot pusher/suture cutter, or poor assessment of patient tissue quality. Internal complaint reference: (B)(4).